Event description:
It was reported that the patient was admitted to the hospital for low flow alarms and shortness of breath. Afterload reduction and diuretics had been increased over the course of the patient's hospital stay. A non-contrast chest computed tomography was performed on (B)(6) 2022. No definite outflow graft kinking was identified. Right heart catheterization and echocardiogram were completed on (B)(6) 2022. The echocardiogram revealed that the atrial valve remained open. An arterial line was placed on (B)(6) 2022 for more accurate blood pressure measurements. The mean arterial pressure was in the mid to low 60's. An echocardiogram was performed again on (B)(6) 2022 revealed mild aortic insufficiency, tricuspid regurgitation, and trace mitral regurgitation. A review of the log files revealed low flow estimates and sustained low flow hazard events. The patient continued to have shortness of breath upon exertion. It was noted by the clinician that the patient has gained 60 pounds since implant. A plan for surgery has been made to correct the outflow graft obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) images confirmed the reported extrinsic outflow graft (ofg) obstruction. Additionally, low flow alarms were confirmed through the evaluation of the submitted log files. A specific cause for the reported obstruction, aortic insufficiency, and regurgitation could not conclusively be determined through this evaluation. The account submitted multiple CT images of the patient¿s heart and left ventricular assist device (lvad). The cross-sectional CT images appeared to show an occlusion of the outflow graft between the graft and the bend relief. The 3-dimensional and 2-dimensional side-view images appeared unremarkable. The controller event log file captured intermittent low flow hazard alarms on 07nov2022. No other notable events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on lvad support. No further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 1, ¿introduction,¿ addresses all pump parameters, including pi. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 4, ¿system monitor,¿ states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the patient handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had an outflow graft revision due to bio debris accumulation between the outflow graft and the bend relief. The low flow alarms have since resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.